Event description:
Customer reported a malfunction on the pump, and the call was then shortly disconnected. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to follow up, but the customer was unavailable, so a voicemail was left. No additional information regarding the outcome of the event was received. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.